Manufacturer narrative:
It was reported that a saber balloon catheter (bc) ruptured at eight atmosphere (8 atm). Therefore, the saber balloon was replaced with a new saber percutaneous transluminal angioplasty (pta) balloon catheter and the procedure was completed successfully. There was no reported patient injury. A 5f unknown sheath introducer was inserted to the patient, and a non-cordis guidewire crossed the lesion. Then a saber pta was delivered to the lesion for inflation. The target lesion was unknown. The patient¿s vessel level of tortuousness and calcification was unknown. The rate of stenosis was unknown. There were no difficulties removing the product from the hoop, the protective balloon cover, the stylet or any of the sterile packaging components. There was no difficulty inflating the balloon during prep. There were no kinks or other damages noted prior to inserting the product the product into the patient. The balloon inflated normally. No other information was provided. The device was not returned for analysis. A device history record (DHR) review of lot 17577301 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿balloon burst - at/below rbp (peripheral)¿ could not be confirmed as the device was not returned for analysis. The exact cause could not be determined. Based on the information available for review, vessel characteristics (although unknown) may have contributed to the reported event. The instructions for use (IFU) has been reviewed, and it states that balloon burst is a potential complication. According to the IFU, ¿the rated burst pressure is based on the results of in vitro testing. At least 99.9% of the balloons (with a 95% confidence) will not burst at or below their rated burst pressure. Use of a pressure monitoring device is recommended to prevent over-pressurization.¿ neither the DHR nor the information available suggests a design or manufacturing related cause for the reported event; therefore, no corrective/preventive action will be taken at this time.

Manufacturer narrative:
The product was not returned for analysis.  Device history record (DHR) review was conducted and the product met quality requirements for product acceptance. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
It was reported that a saber balloon catheter ruptured at eight atmosphere (8 atm). Therefore the saber balloon was replaced with a new saber percutaneous transluminal angioplasty (pta) balloon catheter and the procedure was completed successfully. There was no reported patient injury. A 5f unknown sheath introducer was inserted to the patient, and a non-cordis guidewire crossed the lesion. Then a saber pta was delivered to the lesion for inflation. The target lesion was unknown. The patient¿s vessel level of tortuousness and calcification was unknown. The rate of stenosis was unknown. The product was clinically used and will not be returned for analysis.